Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had turned off and did not turn on again. Customer reported that they changed the battery 4 times last week. Troubleshooting was performed. Insulin pump had no sign of physical damage, was not exposed to moisture nor dropped. Customer replaced the battery with a new one, and insulin pump did not turn on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.